Event description:
It was reported that a user contacted support before a meal because their blood glucose was 184 mg/dl with a downward trend arrow while using the ilet, and the agent advised that they were in range to announce a meal. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included review of use parameters and user guidance. Investigation of this case revealed no device malfunction and no component issues identified, with cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.